Event description:
Reporter stated that she passed out and her sister used her aviva meter to obtain a 64 mg/dl result. Reporter stated that her sister attempted to treat her with glucose tablets and coke, but the customer could not consume them. The customer was taken to the hospital immediately by the sister and was given unspecified treatment intravenously after the hospital obtained a 30-39 mg/dl result on their system. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Reporter stated that she no longer has the strip vial, so no product will be returned for evaluation.